Event description:
It was reported that the handpiece began overheating prior to the start of a wisdom tooth extraction. There was no pt or user injury, and the procedure was successfully completed with another device.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was a loose set screw in the driveshaft, which was replaced along with motor, rotor, nose cone, bearing stop, and burshield. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.